Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and elevated blood glucose (bg) levels (value not provided). Customer was treated with intravenous drip while hospitalized. Bg level took approximately a week to normalize. Customer was released from the hospital on (B)(6) 2015 with no permanent damage.